Event description:
It was reported that the system was giving an error message "interference in process. Please keep pt in a supine position and press ok to repeat". The site reported resetting the union, a component of the system, disconnecting and reconnecting the locatable guide, and re-setting the pt sensor triplett sensors, however, the message remained. At this point the superdimension potion of the case was cancelled with the pt under general anesthesia. The case was completed using other methods. There was no harm or injury to the pt reported.

Manufacturer narrative:
A component of the system, the locatable guide, was returned to superdimension for analysis as a precaution. The analysis was performed and the locatable guide functioned normally and no abnormalities were found that would contribute to the locatable guide functionality. Additionally, there are a number of causes of the reported error message: the pt moves or at least one pt sensor is outside the sensing volume during a five second period at the beginning of the registration process. One or more of the components is not connected to the procedure console or is not functioning correctly. All error conditions must be resolved before the user presses 'retry' or the error message will reappear. For the cause #2, in addition to resolving the error condition, the lg tip must be in the sensing volume when the user presses the 'retry' button. If it is not, the error message wil reappear. No further actions are needed at this time. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.